Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed; the battery does not stay charged and the unit shuts down prematurely when not connected to ac power. The sr8 was visually inspected upon receipt and was found to be in good physical condition. The root cause of the reported failure was identified as use-related failure of the lithium-ion battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: unit is shutting off without warning.